Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal bupivacaine and fentanyl via an implanted pump for non-malignant pain and failed back surgery syndrome. It was reported that the handset was lagging at 90% for about 4-6 minutes when delivering boluses. The patient would also see a box pop up on the handset that would say app not responding. The agent reviewed data and assisted the patient through deleting the data. The patient was able to connect to the pump without any lag. The agent reviewed with the patient to turn off the communicator and close myptm app when done bolusing. The patient would call back if further assistance was needed. When asked for the event date, the patient stated that it had probably been 80 days ago when the pump was last filled, so maybe it was even three months ago. It was noted the handset slowness had been such a pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer on 2025-sep-12. The patient reported that they have called before about the 90% lag issue, and the handset was slowing down again. The patient was allowed 12 boluses per day and boluses every two hours. Rf8t6068atm was further indicated. At the time of the report, patient services assisted the patient with clearing data on the handset and the troubleshooting steps taken on the call resolved the issue. No therapy issue was reported.